Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a female plaintiff of unspecified age on 22-jul-2016 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2008 for permanent sterilization. Shortly after the implant procedure, plaintiff began to experience pelvic and flank pains as well as heavy menstrual cycles accompanied with more pain. As a result of these pains, she visited medical facilities and it was discovered that one of the devices had moved out of the fallopian tube. On or about (B)(6) 2011, plaintiff underwent vaginal hysterectomy as a definitive cure to the symptoms that she experienced over the years, the cause of which remained unascertainable to her during this time. The pains and bleeding experienced as result of the coils, as well as the necessity to undergo such procedure is a direct and proximate result of the failure to disseminate accurate information regarding the product. Quality-safety evaluation of ptc received on 12-aug-2016. (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this case report was received from a lawyer on behalf of an female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and one of the devices had moved out of the fallopian tube (seen as device dislocation), serious event due to medical importance and listed in essure's reference safety information. During essure therapy there is a risk that the device could move out of fallopian tubes; this movement could be an expulsion, dislocation, or occur as a result of uterine perforation. In the present case, shortly after the implant procedure, plaintiff began to experience pelvic and flank pains as well as heavy menstrual cycles accompanied with more pain. As a result of these pains, it was discovered that one of the devices had moved out of the fallopian tube. Around 3 years after placement consumer underwent vaginal hysterectomy as treatment. Given event's nature, a causal relationship with essure cannot be excluded. This case was regarded as incident since device removal was required. No sample available and no valid lot number for this case. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one of the devices had moved out of the fallopian tube") and menorrhagia ("heavy menstrual cycles/bleeding/ abnormal bleeding (menorrhagia)") in a 27-year-old female patient who had essure (batch no. 626507) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not underwent for essure confirmation test". Medical conditions: current weight was 155 and approximate weight at the time of essure placement 135. Concurrent conditions included endometrial polyp and cervical polypectomy. In 2008, the patient experienced vulvovaginal pain ("vagina pain"). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced dysmenorrhoea ("cycles accompanied with more pain/ dysmenorrhea (cramping)"). In 2009, the patient was found to have weight increased ("weight gain"). In 2010, the patient experienced alopecia ("hair loss") and dyspareunia ("dyspareunia (painful sexual intercourse)."). In 2011, the patient experienced fatigue ("fatigue"). In 2015, the patient experienced teeth brittle ("dental problems (tooth broke off)"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain and flank pain, menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal discharge ("vaginal discharge"), rash macular ("rashes or skin conditions types: blotchiness on forearms"), visual impairment ("vision problems/ vision decreased,now requires glasses/vision/eye problems"), allergy to chemicals ("allergic or hypersensitivity reaction type : allergic reaction to chemical at work") and abdominal pain ("abdominal pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (dilation and curratage on (B)(6) 2013). Essure treatment was not changed. At the time of the report, the device dislocation, menorrhagia, dysmenorrhoea, weight increased, vaginal haemorrhage, teeth brittle, vaginal discharge, fatigue, alopecia, hormone level abnormal, rash macular, visual impairment, allergy to chemicals, dyspareunia, vulvovaginal pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, allergy to chemicals, alopecia, device dislocation, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, menorrhagia, rash macular, teeth brittle, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal pain and weight increased to be related to essure. The reporter commented: insertion procedure: from each tubal ostium, there were approximately 5-6 coils within the uterine cavity. Pfs received on 27-feb-2018: plaintiff states essure was not removed; currently planning for essure removal (previously reported as explanted essure on (B)(6) 2011). Current weight 155 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.7 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-mar-2019: pfs received - event rash was updated to rash macular. Event hypersensitivity was updated to allergy to chemicals. Event start date of vulvovaginal pain and patients information (weight) were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one of the devices had moved out of the fallopian tube") and menorrhagia ("heavy menstrual cycles/bleeding/ abnormal bleeding (menorrhagia)") in a 27-year-old female patient who had essure (batch no. 626507) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not underwent for essure confirmation test". Medical conditions: current weight was 155 and approximate weight at the time of essure placement 135. Concurrent conditions included endometrial polyp and cervical polypectomy. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced dysmenorrhoea ("cycles accompanied with more pain/ dysmenorrhea (cramping)"). In 2009, the patient was found to have weight increased ("weight gain"). In 2010, the patient experienced alopecia ("hair loss") and dyspareunia ("dyspareunia (painful sexual intercourse)."). In 2011, the patient experienced fatigue ("fatigue"). In 2015, the patient experienced teeth brittle ("dental problems (tooth broke off)"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain and flank pain, menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal discharge ("vaginal discharge"), rash ("rashes"), visual impairment ("vision problems/ vision decreased,now requires glasses"), hypersensitivity ("allergic or hypersensitivity reaction"), vulvovaginal pain ("vagina pain") and abdominal pain ("abdominal pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (dilation and curratage on (B)(6) 2013). Essure treatment was not changed. At the time of the report, the device dislocation, menorrhagia, dysmenorrhoea, weight increased, vaginal haemorrhage, teeth brittle, vaginal discharge, fatigue, alopecia, hormone level abnormal, rash, visual impairment, hypersensitivity, dyspareunia, vulvovaginal pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, device dislocation, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, hypersensitivity, menorrhagia, rash, teeth brittle, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal pain and weight increased to be related to essure. The reporter commented: insertion procedure: from each tubal ostium, there were approximately 5-6 coils within the uterine cavity. Pfs received on 27-feb-2018: plaintiff states essure was not removed; currently planning for essure removal (previously reported as explanted essure on (B)(6) 2011). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2018: pfs received- new event allergic or hypersensitivity reaction, dyspareunia (painful sexual intercourse), vagina pain, did not underwent for essure confirmation test and abdominal pain were added. New reporter were added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one of the devices had moved out of the fallopian tube") and menorrhagia ("heavy menstrual cycles/bleeding/ abnormal bleeding (menorrhagia)") in a 27-year-old female patient who had essure (batch no. 626507) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included endometrial polyp and cervical polypectomy. On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("cycles accompanied with more pain/ dysmenorrhea (cramping)"). In 2010, the patient experienced alopecia ("hair loss"). In 2011, the patient experienced fatigue ("fatigue"). In 2015, the patient experienced teeth brittle ("dental problems (tooth broke off)"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain and flank pain, menorrhagia (seriousness criteria medically significant and intervention required), weight increased ("weight gain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal discharge ("vaginal discharge"), hormone level abnormal ("hormonal changes"), rash ("rashes") and visual impairment ("vision problems"). The patient was treated with surgery (dilation and curratage on (B)(6) 2013). Essure treatment was not changed. At the time of the report, the device dislocation, menorrhagia, dysmenorrhoea, weight increased, vaginal haemorrhage, teeth brittle, vaginal discharge, fatigue, alopecia, hormone level abnormal, rash and visual impairment outcome was unknown. The reporter considered alopecia, device dislocation, dysmenorrhoea, fatigue, hormone level abnormal, menorrhagia, rash, teeth brittle, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented:insertion procedure: from each tubal ostium, there were approximately 5-6 coils within the uterine cavity. Pfs received on (B)(6) 2018: plaintiff states essure was not removed; currently planning for essure removal (previously reported as explanted essure on (B)(6) 2011). Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporters added and updated patient demographics. Concomitant disease and laboratory data were added. Updated suspect drug indication lot number. On (B)(6) 2008, she implanted essure (previously reported as (B)(6)2008). Added event hormonal changes, abnormal bleeding (vaginal), rashes, dental problems (tooth broke off), vaginal discharge, fatigue, hair loss, weight gain, vision problems. Updated events and onset date. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one of the devices had moved out of the fallopian tube") and menorrhagia ("heavy menstrual cycles/bleeding/ abnormal bleeding (menorrhagia)") in a 27-year-old female patient who had essure (batch no. 626507) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included endometrial polyp and cervical polypectomy. On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("cycles accompanied with more pain/ dysmenorrhea (cramping)"). In 2010, the patient experienced alopecia ("hair loss"). In 2011, the patient experienced fatigue ("fatigue"). In 2015, the patient experienced teeth brittle ("dental problems (tooth broke off)"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain and flank pain, menorrhagia (seriousness criteria medically significant and intervention required), weight increased ("weight gain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal discharge ("vaginal discharge"), hormone level abnormal ("hormonal changes"), rash ("rashes") and visual impairment ("vision problems"). The patient was treated with surgery (dilation and curratage on (B)(6) 2013). Essure treatment was not changed. At the time of the report, the device dislocation, menorrhagia, dysmenorrhoea, weight increased, vaginal haemorrhage, teeth brittle, vaginal discharge, fatigue, alopecia, hormone level abnormal, rash and visual impairment outcome was unknown. The reporter considered alopecia, device dislocation, dysmenorrhoea, fatigue, hormone level abnormal, menorrhagia, rash, teeth brittle, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: insertion procedure: from each tubal ostium, there were approximately 5-6 coils within the uterine cavity. Pfs received on 27-feb-2018: plaintiff states essure was not removed; currently planning for essure removal (previously reported as explanted essure on (B)(6) 2011). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.